Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having heater bag alarms. The patient reported that the cycler made grinding noises and the fill and drain were slow. A review of the patient¿s treatment records identified that the patient drained 7635 ml during drain 1 of the treatment. This drain volume is 305% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative arranged to replace the cycler. The patient to continued use of the cycler. The technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient reported to them that the readings on the cycler were not matching their treatment. The patient stated they never felt full or experienced any symptoms that may be expected with the reading. The pdrn stated they may have been a transcription error. The pdrn stated the patient had a standing order for the administration of prophylactic heparin, to prevent the formation of fibrin. The pdrn stated that the patient was instructed to skip a day of treatment until the new cycler was received. The cycler was reported to be available for evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found that the bezel had a line crack across the upper left corner of the bezel. The top surface of the heater tray had cracked paint in the center. There were visual indication of particulates under the lower catch door post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times and drain times were within specification. The sound emitted from the cycler during testing was normal. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler passes a go/no go gauge test. Load cell verification testing was performed with no issues noted. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. There was discoloration of the hp2 pneumatic filter in the pump assembly. The cause of the encountered dried fluid and tubing discoloration could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.